Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #I: cv1209, s/n #: (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #I: cv1209) perceval heart valve at the time of manufacture and release. The review included the steady flow test review that demonstrated the acceptable opened and closed leaflet performance of the perceval pvs23 sn# #: (B)(4). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection as defined in the principal device function test at the time of release. The device returned to the manufacturer and further testing are ongoing. An update to this reporting activity will be provided upon completion of the investigation.

Event description:
On (B)(6) 2022, the customer was performing an aortic valve replacement and a mitral valve replacement for a patient who has rheumatic disease. The pre-operative echo showed a small lvot of 19-20mm. The surgeon performed the mitral replacement. Then, the aortic valve replacement was performed. After opening the aorta, and removing the leaflets and calcium, the surgeon sized the annulus as a medium perceval s valve pvs23. It was noted that there was no question about size and the surgeon was confident on the medium valve selection. The valve was prepared and implanted into the patients annulus. The surgeon reported that the leaflets of the valve were far apart and not coapting. This was noted immediately after the deployment. The valve was not tested at the echo. The surgeon further examined the valve and tried to evaluate the leaflet coaptation and decided to remove the perceval from the patient. When the valve was out of the patient the surgeon examined again to see if the leaflets would coapt and it was reported that the leaflets were too short. The surgeon then performed a root enlargement and implanted a edwards valve size 21mm during the same day. The patient remained stable during the procedure and did well after the procedure.

Manufacturer narrative:
The device returned to the manufacturer for investigation. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. The leaflet #2 is slightly open, but it is in the tolerance limits. The height of each leaflet has been verified by means the specific tool resulting in conformity. Then, in order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results sowed that the effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.58 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 4.8 % and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Although a leaflet (i.e. The leaflet #2) can appear stretched / tensioned in a visual inspection conducted on the valve ¿relaxed¿, it is not to be considered an exhaustive aspect to judge the potential behavior of the valve once implanted. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because no regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions. Furthermore, no deficiencies were identified during the reviews of the production records and steady flow test inspection. Based on the information available, which reports that no testing was done to verify the competency of the prosthesis after deployment/implant, the claimed issue may have been reasonably related to a judgment of leaflets under static conditions and should not be considered as a device defect or a potential cause of a wrong behavior once under physiological pressure conditions.